Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump sometimes squirted out of the cannula as opposed to drip. The insulin pump had some scratches on the screen which was making it hard to read, buttons were sticky randomly, and the insulin pump rejected new batteries during replacement. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.